Event description:
Lasik has completely destroyed my life and my future, I started sleeping whole day, I tried avoid to step not out side even in balcony around 2 months. I feel like depressed, don't want to live. Don't know if any thing happen to my eyes or another surgery possible or not as current eye condition. I will be able to drive in night without any fear, I will be to step out in dark light, don't know. I realized its not my fault I was misguided my doctor, not only me multiple complaints register on google review against doctor for wrong commitment and misleading. There should be some action against such doctors. Such doctor and surgery destroying youth life. Who has given rights to such doctors to destroy any one life. I done my lasik eye surgery in 2019. After lasik from very next day I feel some pain which start from my right eye to head. In next visit I told to my doctor they told you had migraine, I told I was not the migraine patient, if I was that how you performed my eye surgery because it could be worst, then they change there statement. I was not able to see clearly in right eye, dr told wait its recovery time. I continue visiting the clinique and consult with doctor for extreme dry eye, headache, vision issue etc around 1-1.5 year. Every time they gave me only eye drop, after some time they started rude behavior and not provide any solution. One day I was about to die I got stuck on road in night time while driving I was not able to see lights clearly. I consult with nearest doctor they told me I had power in my right eye 0.25cyl and 0.05 spe and in 0.05 in left eye. I checked this with multiple place every one confirmed this. I told my surgeon with in 2 years I got my power back or maybe that's why I was not able see properly from day one my surgeon such eye power doesn't matter. But without my "spect" I cant see properly specially in night. With in 2 year eye power back. Every time my surgeon gave me new excuse for dry eyes, night vision issue, issue in dim light, facing light spread in driving, he told me I have issue in my head suggest me to consult with neurologist. I did, I did my brain MRI also nothing found. Then I start consulting with multiple doctors in multiple cities, then I got to know these are lasik side effects. I found one eye surgeon I asked I was contact lens user since 2007 I never faced any issues, he provide me fact logics, my tear film break and eye not able to product tears, it could be possible I was dry eyes patient which was not treatable proper before lasik etc, my eye mussels getting weak. I had family diabetic history or these dry eyes can be worst after some age. I told these facts to my surgeon he told we did not cut layers till tear film, we not cut that level where eye muscle can be weak. It has been 3-4 years, I really got fed up with my eyes and vision, I cant drive, cant enjoy air, I tired to avoid go out side in night. I am facing unbearable pain in my right eye. I cant work on system. He did so many wrong commitment, lasik is permanent solution, no side effects, no life time dry eyes, no issue in night driving can work on system, he knew my system work hour around 8-10hrs, if I required any eye surgery in future its possible, but looking my current eye condition I have doubt. He gave consent form after dilute my eyes so cant read it. But sure what they had not mentioned:-I cant site in ac, I can go without google in sun, I cant live in winter climate, I have to use humidifier, I have to invest huge money in eye drops every month, light can be spread in night, issue in dim light or in night, eye pain, wear spect always, I cant drive, blurred vision, astigmatism , headache, I cant use lenses again. Before lasik he had not check medical history, no blood test, no idea why he is doing lepto lasik surgery, no dry eye test, no eye drop before lasik as I used contact lenses, not suggested discontinue contact lens atleast one week to 15 days.